Event description:
It was reported that balloon rupture occurred. A 2.75mm x 8mm nc emerge balloon catheter was used for dilatation. However, it was noted that the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.